Event description:
Site called to report the surgeon alleged inaccuracy of 1cm with tracer. Medtronic rep suggested the surgeon try pointmerge, but surgeon declined. Continued with navigation. No impact to patient outcome was reported.

Manufacturer narrative:
Medtronic rep tested system after surgery and could not duplicate issue. No impact on patient outcome.